Event description:
Large volume pump channel alarmed "error" and stopped running. The bottle pressure transducer failed and was replaced. The error code 240.4150.0 "fetal severity" was found in the log file.